Manufacturer narrative:
The reported device has been received but not yet evaluated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that dr. (B)(6) called in and advised that the lower arch of the silent nite device needed to be remade because the button came off. The upper arch is fine. Additional information received reported that on 02/08/2026, when the 65-year-old, female patient woke up, she noticed that the device was broken. The patient stopped using the device the same day. There was no patient injury and no intervention was required. She went without a device until a replacement was received. There have been no issues reported with the replacement device.